Event description:
It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup mode. After downloading the product code normal function resumed. Electrical measurements found normal elective replacement indicator characteristics.